Manufacturer narrative:
The customer has been asked to return the large suture cut needle driver instrument, however, intuitive surgical, inc. (Isi) has not yet received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the large suture cut needle driver (part# 471296-07 / lot# n10210607 0085) associated with this event has been performed. Per this review of the logs, the instrument was last used on 14-jun-2022 during a low anterior resection procedure performed via system serial# (B)(4). There were 2 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument jaw broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large suture cut needle driver had one of the jaws/tips come off while being used. The procedure continued with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred after the instrument was 10 minutes into use during the procedure, while retracting tissue. Fragments fell into the patient and all of the fragments were retrieved during the same procedure using a different instrument. This was confirmed by thoroughly checking the broken tip. The surgeon believed the issue occurred due to metal stress.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suturecut needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The instrument was found to have a broken grip tip at the grip base. A piece approximately 0.298" x 0.76" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to mishandling/misuse of the device, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The complaint regarding physical damage to the large suturecut needle driver instrument was confirmed by failure analysis.